Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed due to moisture damage. Receiver functional test was performed and failed due to moisture damage. Receiver pairing test was performed and failed due to moisture damage. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.